Event description:
Hemolysis. Patient died shortly after the procedure. Angiojet activation time was longer then 10 minutes (approximately 12 minutes).

Manufacturer narrative:
Event occurred in 2008 and was reported to possis representative by the hospital staff in 2006. Possis rep have requested details of the event on several occasions from the physician and user facility but have received only very limited and general information. A male presented 1 day post stent procedure with massive thrombotic occlusion of the stented illeofemoral artery. Angiojet xpeeder catheter was used to remove the clot; run time is unknown but exceeded 12 minutes. Post procedure the patient exhibited hemolysis by laboratory findings, renal failure, deteriorated rapidly, and died; exact cause of death is unknown. Patient history, risk factors, and laboratory values are unknown. The user facility conducted an internal investigation of the event which is now closed; results of the investigation are unknown. The physician continues to use angiojet regularly, did not think the event warranted a report to the manufacturer, but did think the device may have caused or contributed to the event, and may have been specifically related to the extended run time. The manufacturer concludes that hemolysis and hemolysis related renal failure are known complications of the angiojet system and associated with extended run times. These complications are appropriately disclosed in the device labeling. The labeling further instructs the user to monitor recommended maximum run time of 10 minutes total and 5 minute in flowing blood, and to evaluate the patient's tolerance to hemoglobinemia and related complications. The cause of death is unknown in this case; death is not commonly associated with angiojet operation or with hemolysis due to extended angiojet operation. This event is reportable.